Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that shortly after the implant procedure the patient had trouble moving their legs due to a hematoma. The device and the hematoma were removed. The patient is recovering and has regained movement in their legs.